Event description:
The patient's husband called animas on february 1 and mentioned that the pump emitted "no cartridge detected" warnings. He said he received the "no cartridge detected" warning after the load step. He removed the cartridge and it was empty. At the time of the call to animas, the animas representative told the user to disconnect prior to rewinding and loading the cartridge. He says prior to the call, he rewound and loaded the pump and obtained the "no cartridge detected" warning at that time as well. He says his wife was not connected to the pump at that time either. However, the patient reportedly performed a rewind and load prior to the husband performing the steps and obtained the "no cartridge detected" warning when she was connected to the pump. The patient is a new pumper. Because the patient was connected the animas representative asked the reporter to check the patient's blood glucose level. The reporter checked and obtained a result of 48 mg/dl. At the same time, the daughter gave the patient juice and the reporter called 911. The patient's blood glucose level was tested again and her blood glucose level was 25 mg/dl. The police arrived and the animas representative stayed on the line until emergency services arrived. The representative instructed the reporter to give the patient any drink with sugar until the ambulance arrives. The ems transported the patient to the hospital. Animas followed up with the patient's husband two days later. He said he was released from the hospital and sent home on insulin injections. The patient's husband refused a replacement pump and said he was going to discuss with a doctor whether the patient should continue on pump therapy or switch back to manual injections. This complaint is being reported because the patient was reportedly connected to pump therapy and received a "no cartridge detected" warning after performing the load step then suffered low blood glucose levels requiring medical treatment.

Manufacturer narrative:
Recall # 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The owner's booklet warns not to prime the tubing while the infusion set is connected to the body and that doing can result in serious injury or death. The pump also provides visual instruction to disconnect from the infusion set prior to the rewind step.